Event description:
It was reported that patient underwent knee arthroplasty utilizing a distal femoral augment on (B)(6), 2011. During the procedure, the fixation screw would not lock properly and the head of the screw appeared to be different from other head screws. Additional product was opened during the procedure to find a fixation screw to use with the distal femoral augment; however, the screw that was utilized was from a posterior product. There was no injury to the patient or significant delay to the procedure as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Dimensional evaluation found component to be within appropriate design specification. This report submitted (B)(6), 2011.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Event description:
It was reported that patient underwent knee arthroplasty utilizing a distal femoral augment on (B)(6) 2011. During the procedure, the fixation screw would not lock properly and the head of the screw appeared to be different from other head screws. Additional product was opened during the procedure to find a fixation screw to use with the distal femoral augment; however, the screw that was utilized was from a posterior product. There was no injury to the patient or significant delay to the procedure as a result.